Event description:
A peritoneal dialysis (pd) patient experienced "inflammation of peritoneal dialysis". The specific site of the inflammation was unknown. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment, patient outcome and action with pd therapy were not reported. No additional information is available as the patient declined follow-up.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.